Event description:
It was reported that the system 9800 had an intermittent overload error. There was no adverse pt involvement reported.

Manufacturer narrative:
Ge service representative performed an on site investigation. The failure could not be duplicated. The generator was checked at maximum technique with no problem. The problem may be attributed to the battery being at a low point in the charge cycle when the error occurred. The system was tested and found to be working as intended and placed back into service.